Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had a button issues and was able to fix it. Continued with his day and then he started to have high blood glucose levels. Customer's blood glucose was unknown. The entire keypad wasn't responding. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer didn't agree to return the device for further analysis since he had a new device he hadn't connected to.